Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board connections were reseated. No report of patient involvement.

Event description:
The hospital reported the unit indicated system malfunction on the screen. There was no report of patient involvement.